Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced continued incontinence, pain, erosion of her internal body tissue, and continual bladder and urethra infections. The physician's office has been contacted; it was stated no additional information could be provided without patient consent. No further information is currently available. Should additional relevant details become available, a supplemental report will be submitted.